Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and dissector system. The visual inspection of the returned product noted: only the trocar balloon was received. The device showed signs of wear. One of the lock collar tabs was broken off and not received. The balloon, stopcock and valve seal appeared intact. The inflation syringe was not received. A functional evaluation found that using a test syringe the trocar balloon was inflated and quickly deflated. A hole was detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the broken lock collar may occur when excessive force is applied during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a unreported condition of balloon leak that has no relationship to the reported condition. No further actions have been deemed necessary at this time if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) surgery, while inserting the trocar including balloon dissector in the tissue, the dissector balloon was porose without any external influence. The balloon was physically torn. In addition, the top of the obturator broke. A new device was used to resolve the issue and complete the case. There was no patient injury.